Event description:
It was reported that patient experienced ineffective therapy. As a result, surgical intervention was undertaken wherein the entire system was explanted.

Manufacturer narrative:
Reporter phone number (B)(6). Date if event is estimated.

Manufacturer narrative:
An explant was reported to abbott. A patient experienced severe panic attacks and depression. The patient's system was explanted due to ineffective therapy. No devices were returned for evaluation. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue. Based on the information received, the device was in conformance at shipment and a single definitive root cause for the issue encountered was unable to be conclusively determined.